Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17jul2020.

Event description:
The customer reported the nav ring failed. There was no patient involvement. The manufacturer's field service engineer (fse) confirmed the nav ring did not work. The fse replaced the front bezel which includes the nav ring and the issue was resolved.

Manufacturer narrative:
G4:12jan2021. B4:20jan2021. The root cause of the navigation ring failure was determined to be liquid ingress due to the variability of the assembly process. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.